Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: no product was returned. The investigation determined the most probable cause to be user error as the different medications require different programming settings; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient prepared a cassette and the following day the pump was empty. The patient prepared a new cassette, switched to a backup pump, and was able to successfully continue infusion. There was no interruption of therapy. The patient was instructed not to use the suspect pump. The patient experienced some diarrhea. It is unknow if any medical intervention was provided. The medication was life-sustaining. Outcome was reported as resolved. The device delivered treprostinil 10mg/ml at a continuous rate of 88ng/kg/min.